Event description:
During a left femoral atherectomy, the tip of the ls-f peripheral plaque excision system broke while still inside the artery. The doctor was not able to remove under fluoroscopy. The doctor decided to do a left femoral embolectomy to remove the tip and was successful.